Manufacturer narrative:
The liner and locking ring were examined and the breakage was confirmed. The liner exhibited some wear. Upon further examination, the liner revealed evidence that it had not seated fully at the initial implntation. The investigation concludes that the locking ring breakage resulted from fatigue due to the pistoning action. There is no evidence of a product problem which would have contributed to the breakage.

Event description:
Complainant claims that upon revision. The locking was discovered damaged.